Manufacturer narrative:
No evidence of a device malfunction. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Pt continues to dialyze with sys one and no further similar problems reported using a dialyzer from a different MFR. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Approx 5 mins into a pt's first routine hemodialysis treatment with nxstage sys one, the pt complained of "someone stepping on my chest", difficulty breathing, and itching. The treatment was discontinued without rinsing back pt's blood; 50mg of IV benadryl and oxygen, 3l, via nasal cannula were administered. Pt was transported to emergency room, given steroids and observed; he was later sent home.